Manufacturer narrative:
The tandem user guide states, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was low mg/dl, and the meter bg reading was 150 mg/dl. Reportedly, the customer entered calibration values during periods when no cgm values were present. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.